Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the atrial lead could not be positioned to get good results, the lead exhibited high capture thresholds. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
A complete lead with a stylet was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. All tines were intact and no anomalies were noted.